Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under 0001526350-2024-00317-1 review of the most recent repair record determined that the cable had contact issues. The plug harness was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: czech republic. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome would stick. There was no harm or delay. Diligence is complete. No further information is available. As no additional information is available, we are unable to provide further information.